Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to a fracture. It was also reported that the rv lead was oversensing and lead impedance measurements varied from 400 ohms to greater than 2500 ohms. The patient reportedly received two inappropriate shocks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to a fracture. It was also reported that the rv lead was oversensing and lead impedance measurements varied from 400 ohms to greater than 2500 ohms. The patient reportedly received two inappropriate shocks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the full lead was returned in segments, analyzed and the distal conductor was flexed fractured (in-vivo).

Event description:
It was reported that the right ventricular lead was explanted and replaced due to a fracture. No patient complications have been reported as a result of this event.